Manufacturer narrative:
H10: the actual devices were not available; however photographs of the samples were provided for evaluation. A visual inspection with the naked eye was performed which identified the sponge was fully separated from the cap of both samples. The reported condition was verified. The cause of the condition was due to handling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were out of two (2) minicaps. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.